Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45 mg/dl, cause was unknown. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.